Event description:
It was reported that the customer rec'd multiple occlusion alarms during basal delivery. Customer had elevated blood glucose levels (300 mg/dl). Customer stated she had back up insulin therapy to treat her elevated blood glucose levels. Cartridge was changed, and reportedly insulin delivery was resumed with no further occlusions.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.